Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had been experiencing low blood glucose. The blood glucose at the time of the incident was 107 mg/dl. The mother state the customer was unresponsive and would not wake up. The customer was not admitted to the hospital, however emergency medical service were called, but was not treated. Troubleshooting was performed and no anomalies were noted. However the customer's mother felt unsafe and requested a replacement. The device will be returned for analysis.